Manufacturer narrative:
One sample of a 5ml eurographic syringe was received and evaluated. The syringe received loose has silicone on the end of the stopper, however, not an excessive amount and no stringing in the barrel. Additionally, ftir analysis confirms the most likely match for the substance is silicone used in the manufacturing process. The condition observed is acceptable per product specification. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review was completed for provided lot number 3206662 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Original complaint (translated): just a single bd 5ml syringe luer lok. "Debris" in the syringe. Mostly for your information. Ref (B)(4). No patient harm. When did the incident occur? Unknown. Debris inside the syringe.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter translated to english: "just a single bd 5ml syringe luer lok. 'Debris' in the syringe. Mostly for your information." Ref (B)(4). No patient harm. When did the incident occur? Unknown. The following additional information was provided on 01/02/2024: could you please provide lot number of the defective product? 3206662. When did the issue identified? Before use/after use? During medication preparation. What kind of debris found in syringe? (Is it packaging materials, burnt plastic, fibers, fibers) a small chip on the black stopper inside the barrel. Probably burnt plastic. Does the debris found inside the barrel? Yes. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No. We would like to ask you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: unused (before use) yes, one; used (during or after use) no. Important: if used, please confirm if the samples have been used or are contaminated with blood or cytotoxic medication. No contamination. Please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier. Return label and packaging is sent to the address below for product returns: (B)(6). Pick up-address: (B)(6).